Manufacturer narrative:
Medical device: model number: 720185-01. Lot number: 745390019. Model description: reservoir flat iz 100 ml.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to unspecified reasons. A new 24cm x 12mm ipp device with 100ml reservoir was implanted. Additional information received states the reason for the replacement surgery was fluid loss from the device. The location of the fluid loss was not known. There were no patient complications related to this event, just that the patient was not able to inflate his device. It is not known when the device issues began. Following the surgery the event was resolved and the new device was working well when the patient was on the table. The device is not going to be returned.